Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to charge) has been confirmed. As received, the battery was able to power on a monitor but was unable to charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was resetting and was unable to fully power on. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery was unable to charge and their monitor was unable to fully power on.